Event description:
Customer reported that smoke was visualized coming out from between the pc unit and pump module during an infusion. The primary was 1000ml bag of lactated ringers and the secondary had a bottle of tylenol. A pca module was attached on the other side of the pc unit and had no issues. There was no patient harm. No further patient or event information was provided.

Manufacturer narrative:
(B)(4). Although requested, the devices have not been received for investigation. A follow up report wil be submitted with evaluation results should the devices be returned.